Manufacturer narrative:
The t:slim user guide states, "your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm was received. The customer's blood glucose (bg) level was in the 500's mg/dl range and a correction bolus via the pump was delivered to address the bg level and no additional occlusion alarms were received during bolus delivery. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Additionally, it was reported that an auto off alarm was received. The customer's had an elevated bg level; no exact value was provided and a correction bolus via the pump was delivered to address the bg level. Tandem technical support reviewed the auto-off safety feature with the customer.